Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager failed intermittently. A field service engineer replaced the micro-switches and the door functioned properly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system rswcc smart remote manager latch had failed. The customer stated that any time the failure happens, someone had to manually unlock it with the key in order to open the door and recover the failure. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.